Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A follow-up report will be filed if and when the product is returned and investigation has been completed.

Event description:
During shift check, the autopulse platform (B)(4) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large). The customer was unable to clear the advisory message. No patient involvement.

Manufacturer narrative:
The reported complaint that "the autopulse platform (s/n (B)(6) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large)" was confirmed based on the archive data review and during functional testing. The root cause of the reported complaint was the defective load cell # 1. The broken covers and the defective load cell were likely attributed to mishandling such as a drop. During visual inspection, the front and bottom enclosures were observed to be cracked, unrelated to the reported complaint. The observed physical damages were appeared to be the characteristics of harsh impact, attributed to user mishandling. The front and bottom enclosures were replaced to address the issues. A review of the archive data showed multiple user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) advisory messages around the customer's reported event date; thus, confirming the reported complaint. Functional testing failed due to the ua07 advisory message displayed upon powering up the platform; thus, confirming the reported complaint. The load cell characterization test results confirmed both load cell # 1 was over-reporting (defective), and it was replaced to remedy the fault. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. A load cell characterization test was performed and confirmed both cell modules are functioning within the specification. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for autopulse platform with serial number (B)(6).